Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the end of the dermatome hose would not connect to the dermatome. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information available.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.